Event description:
It was reported the device was used during a low anterior resection, the contour cutter cut but did not staple with either the preloaded cartridge, as well as the reload. No staples were present in the pelvic cavity after the device was fired twice. The patient end result was a colostomy pouch.